Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have gone swimming while still connected to insulin pump. Customer also reported to have put insulin pump in a bag and threw the bag over a rock and insulin pump fell out. Customer's blood glucose was 400 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.